Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate showing 55 units while the expected value was 240 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on using room temperature insulin when filling the cartridge, but the caller declined to load a new cartridge during the call and planned to follow up later for assistance with loading instructions.